Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 5 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure but before use on a patient, it was observed that four battery devices broke due to a short circuit in the handpiece device. It was reported that there was a five minute delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The battery device was evaluated and it was determined that no voltage could be measured. It was further determined that the battery was broken, due to a short circuit in the handpiece device. Therefore the reported condition could be confirmed. The failure was caused by the faulty handpiece. The assignable root cause was determined to be due to improper handling, which is user error/ misuse /abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.